Manufacturer narrative:
A service history maintenance review was performed. The investigation of the complaint articles indicates that: no service history review can be performed because the lot number is unknown and cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed.this device is serviceable and a service history review was launched not a device history review as reported on initial.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that for the depth gauge for 2.0mm and 2.4mm screws, the silver end broke off from the blanket end while being inserted into the bone. This occurred during an open reduction internal fixation (orif) to repair a distal radius fracture. No reported time delay, no fragments, no patient harm. The procedure was successfully completed. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.